Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to infection. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced wound dehiscence at the implant site (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported).